Manufacturer narrative:
The certas valve was returned for evaluation: failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected; no defects were noted. The valve was hydrated. The valve passed the test for programming, leaks, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer was probably due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no obstruction was noted.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas plus valve was implanted in a patient via ventricular peritoneal shunt on an unknown date with an initial setting of 5. The valve was used with the silascon lumbar catheter (manufactured by (B)(4), product code: 702-jj). Obstruction was suspected due to unknown symptoms. The symptoms reportedly did not improve despite the valve pressure lowered. As of march 29, 2021 it is unknown if the valve was explanted.